Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Event description:
Customer¿s mother reported that on (B)(6) 2018 customer received a ¿hi¿ (a reading greater than 500 mg/dl) from her adc freestyle libre sensor which was subsequently believed to erroneously high. Caller further reported the customer self-administered an unspecified amount of insulin in response to the hi reading and then experienced a loss of consciousness, seizure and subsequently a coma. Customer was transported to a hospital where a laboratory blood glucose result of 30 mg/dl was received. Customer was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Visual inspection was performed on the returned sensor and no issues were observed. Data was successfully extracted from the sensor. Sensor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected the sensor plug assembly, observed sensor neck to have a crack across the width and through the carbon layer. . Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. Extended investigation was performed on the returned sensor puck. A linearity test was performed and all tests passed as expected, indicating the electronics are functioning as intended. No product deficiency was identified.

Event description:
Customer¿s mother reported that on (B)(6) 2018 customer received a ¿hi¿ (a reading greater than 500 mg/dl) from her adc freestyle libre sensor which was subsequently believed to erroneously high. Caller further reported the customer self-administered an unspecified amount of insulin in response to the hi reading and then experienced a loss of consciousness, seizure and subsequently a coma. Customer was transported to a hospital where a laboratory blood glucose result of 30 mg/dl was received. Customer was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.